Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead analyzed.

Event description:
The atrial lead was returned to the manufacturer after being explanted due to a possible fracture. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.